Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Study event. The device remains in the pt; however, the lot number was provided. A review of the device history record is forthcoming. A follow up will be submitted with any relevant info.

Event description:
Device malfunction: bend in the stent. Symptoms/ae: near syncope. Time of symptoms: after the procedure. It was reported that one day post right internal carotid artery stenting procedure, the pt required an add'l carotid stenting procedure. Post discharge, the pt was complaining of a severe headache, nausea, vomiting, lightheadedness and near syncope when flexing her head. Additionally, she was hypotensive. The pt returned to the hospital where a right carotid angiogram showed a "kink" or bend in the stent-possibly due to the very tortuous vessel, but did not appear to be flow limiting. The pt was readmitted and a second stent (acculink) was placed over the existing stent beginning at the distal end of the stent, overlapping and going beyond the stent. The pt remained in the hospital and was discharged one day post the second stenting procedure to home. There is no add'l info available.